Event description:
The device was placed in a pt with traumatic brain injury. After placement, the product began to leak and had to be replaced. There were no related adverse events for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.